Manufacturer narrative:
7/23/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopic cholecystectomy procedure, after penetration, the safety shield did not cover the tip and tip damaged the liver. It bled for some 20 cc and the bleeding was controlled by electric cautery.